Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. Preoperative fluoroscopy revealed the lead was dislodged. The lead was capped and replaced; there were no patient complications during the procedure. The patient was fine post procedure and was asymptomatic during discharge next day.